Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that his infusion set tubing got detached at the quick release/site connector. This happened with two infusion sets out of the same box. The pump was on the left side of stomach and so was the infusion set. The infusion was just inserted, and it got detached after forty minutes. The infusion sets were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector due to missing glue. Furthermore, a drop of glue on tubing connector was found. No further information was available.